Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, during a hiatal hernia repair when stitching into the posterior cruse, the device was found to be difficult to unload but remained functional for additional reloads. At one point, the needle broke and part of the needle fell into the cavity. The broken needle was retrieved with graspers which were also used to remove the piece that was stuck in the device. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) performed an evaluation photograph of a device. Broken needle was observed to be broken at suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.